Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient receiving fentanyl at 120 mcg/day (concentration unknown), bupivacaine (dosage and concentration unknown), and prialt/ziconotide (dosage and concentration unknown). The indication for use was not reported. It was reported that the pump stopped and the event was reported to the manufacturer when it occurred. The pump was replaced on (B)(6) 2017, the day before the report. There were no environmental/external/patient factors that may have led or contributed to the issue. The troubleshooting consisted of the hcp office contacting technical services when the event occurred. The interventions consisted of replacing the device after it stopped working (it had also been reported that the device status was ¿implanted ¿ remains in service¿). The issue was stated to be ¿resolved¿ at the time of the report. There were no symptoms reported. The patient weight was asked but unknown. The hcp had no further information about the event. There were no further complications reported/anticipated. The device would be sent back to the manufacturer for analysis. Additional information was received from the rep on (B)(6) 2017. The pump was returned to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis revealed pump motor and gear train anomalies related to corrosion and/or wear and/or lubrication, and stall due to shaf t-bearing. Eval code - conclusion code is being updated for this event. Eval code - result code is no longer applicable.